Event description:
A customer reported a cartridge change error with their insulin pump, which was under warranty. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean the pump, and attempted to resolve the issue by reloading the cartridge, but the error persisted. The customer had no backup insulin delivery method and planned to contact their healthcare provider for guidance.